Event description:
The customer was hospitalized for high bgs. The troubleshooting was not performed completely. Although the customer stated that they were disconnected from the pump before troubleshooting due to health issue. The customer was seven months pregnant and had been on the pump for only four weeks. Also the customer did state that when they finally changed the set, they found the cannula was bent.